Event description:
As it was reported by the affiliate: cracked luer hub.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Add'l info will be submitted within 30 days of receipt. Please note that multiple attempts to gather add'l info have been made and have been unsuccessful.